Manufacturer narrative:
(B)(4). Concomitant medical devices: 00625006535 ¿ bone screw ¿ 61146379; 00625006535 ¿ bone screw ¿ 61152406; 00620205422 ¿ trabecular metal cup ¿ 61091648; 00801803602 ¿ cocr head ¿ 61244813; 00786401420 ¿ tm primary stem ¿ 61034344. Reported event was confirmed by review of medical records noting patient had elevated metal ion levels and was experiencing pain and limping. Extensive synovitis and scarring due to metallosis was observed. There was extensive bursistis and trunnionosis. Oxidative wear and yellowing of the liner was noted. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2019-00644, 0002648920-2019-00645, 0001822565-2019-03740, 0002648920-2019-00646, 0001822565-2019-03742. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a left hip revision approximately 10 years post implantation due to pain, limping, elevated metal ion levels. During the surgery, significant metallosis, trunnionosis, bursitis, synovitis, implant wear and heterotopic ossification was debrided. The head and liner were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.